Event description:
It was reported the asymptomatic patient presented in clinic. During post procedure interrogation, implantable cardiac defibrillator exhibited post-paced t-wave oversensing. There was no intervention made.